Event description:
On (B)(6) 2012, a spontaneous report was received from a nurse regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included allergy to sulfa drugs, plaquenil (hydroxychloroquine), and daypro (oxaprozin) and previous injection with restylane (cross-linked hyaluronic acid dermal filler) with no problems on (B)(6) 2010. Further medical history information was unknown. The pt¿s skin type was unknown. Concomitant medications included enbrel (etanercept) at 50 mg subcutaneously weekly, celebrex (celecoxib) at 200 mg twice daily. Synthroid (levothyroxine sodium) at 115 mcg, and prempro (conjugated estrogens and medroxyprogesterone) at ¿1.5¿ (units unknown). The pt received a 1 ml injection of restylane-l from a 1 ml syringe on (B)(6) 2012, distributed between the forehead, glabellar lines, and marionette lines via an unknown injection technique. The pt did not receive any pre-procedure medications and no additional procedures were performed at time of implantation. On an unspecified date in (B)(6) 2012, after the implantation, the pt was diagnosed with abscesses at all injection sites. On (B)(6) 2012, the pt contacted the office. On (B)(6) 2012, the pt was evaluated in the office (full notes on what the pt reported were not available) and prescribed keflex (cephalexin) 500 mg 4 times daily for 7 days. On (B)(6) 2012, the pt called the office and reported that the redness at her injections sites had not changed, but the area around her eyes was puffy and swollen. The physician recommended that the pt ice the area and keep her head elevated. On (B)(6) 2012, the physician evaluated the pt, lanced the abscess on her forehead, and sent a sample of the drainage for culture. On (B)(6) 2012, the pt was evaluated by the physician and was ¿doing about the same.¿ as of (B)(6) 2012, the culture of the lanced forehead abscess drainage had been submitted, but the results were still pending. The nurse did not have an opinion of causality. The nurse assessed the severity of the events as severe. The lot number and expiration date were 11290 and aug 2013, respectively. Additional information has been requested. This case has an associated product complaint (B)(4).